Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h10 the subject device was returned for device investigation. The device evaluation found the auxiliary water channel clogged with an unknown foreign material. The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing detected <1 colony forming units (cfus)/100ml. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. There was no report on the subject device being used in procedure after the suggested event was reviewed. Three attempts were performed to obtain additional information, but no response was received from the customer and therefore it is unknown if the cleaning disinfection and sterilization (cds) processes deviate from the instruction for use (IFU). Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. IFU states as follows: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that upon receipt inspection, the gastrointestinal videoscope had a blocked auxiliary channel and tested positive for >100 colony forming units (cfus)/100ml. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.